Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at 15.7cm to 15.8cm from the connector pin proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise, high ventricular rate episodes with multiple noise reversion episodes were observed on the right ventricular lead. The noise was reproducible in clinic with myopotential testing. The lead was explanted and replaced. An insulation breach possibly related to lead to can abrasion was observed upon removal. The patient was stable.